Event description:
It was reported that pump cartridge holder felt less secure. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up from technical support and proceeded with process for renewal pump, and no additional troubleshooting or corrective actions were documented.